Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported a "possible" left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as cracked valve seat diaphragm valve and one opening assessed as unidentified (tear) opening. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: "rupture" further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a "possible" left side deflation. Device remains implanted.